Manufacturer narrative:
Zimvie received one (1) tsvmb10 (implant, tapered screw-vent, 3.7mmd, 10mml, textured, microgrooves, mc) for evaluation. Visual evaluation was performed. Signs of use was identified. The implant had bone debris on its external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing cal6861 (due: (B)(6) 2025). DHR review was completed for the subject lot number 1286881. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286881 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use; however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that implant number 13 was removed for pain. It was reported hurting.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: last name unknown / not provided.